Event description:
It was reported the control panel arm on an epiq 7c ultrasound system dropped rapidly. The failure occurred outside of clinical use and no patient or user harm associated with this event. Philips has started an investigation, and upon completion, a follow up report will be submitted.